Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 430 mg/dl with large ketones. Customer addressed the elevated blood glucose level with a correction bolus via the pump. Ultimately, the customer reverted to an alternate form of insulin therapy.